Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high glucose. Blood glucose reading was 333 mg/dl. The customer also reported that she was in the hospital for surgery, the high blood glucose event occurred while she was hospitalized. The customer declined to troubleshoot. Auto mode status was unknown since customer declined to troubleshoot. The customer's blood glucose at the time of the call was 150 mg/dl. The insulin pump will not be returned for analysis.